Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was cut which damaged the blue can l, red can h, and green 3.3v wires. The cause of the inability to communicate is the cut wires. The root cause of the cut cable and wires is physical abuse. In addition, there was an open pulse wire in the cable connecting the distribution node (dn) and the front therapy electrode (te) between the dn and ECG b. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.